Event description:
Related manufacturer reference number: 1627487-2022-04097; 1627487-2022-04098. It was reported the patient experienced pain at the ipg site. It was also reported that the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04097, 1627487-2022-04098. It was reported the patient experienced pain at the ipg site. It was also reported that the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022, where the leads were explanted and replaced. Therapy was restored post op.